Manufacturer narrative:
Investigation pending.

Event description:
Reporter correlated 2 patients' meter readings with labs. One patient correlated well the other did not. Lab drawn at the same time in the morning as meter reading, but not resulted until later in the afternoon. Patient's meter readings have historically been around 2.0. Reporter noted the following discrepant results: (B)(6) 2010; inratio2: 2.0; lab: 6.8.